Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not work, did not seal and the jaws did not open as well. Another device was used to complete the case. There was no patient injury.